Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 496 mg/dl with polyuria, nausea, symptoms of dehydration, shortness of breath, chest pain, vomiting, abdominal pain, strong fruit breath odor, polydypsia and large ketones associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and was hospitalized and treated with insulin via pump by their healthcare provider. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 08/13/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/24/2015 with the following findings: the last bolus delivery was on (B)(6) 2015. On (B)(6) 2015 at 17:15 a replace cartridge alarm was recorded; deliveries never resumed. The pump was exercised for 24hrs with no errors, alarms or warnings during testing. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.